Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and nephrolithiasis ("potential kidney stones") in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shortening of menstrual cycle. Concurrent conditions included general anesthesia (for essure insertion procedure) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("only one essure coil was placed in the left fallopian tube, surgeon was unable to advance the device through the right ostia"). In (B)(6) 2008, the patient experienced pelvic discomfort ("poking¿ sensation in her pelvic area") and the first episode of menometrorrhagia ("heavier menstrual bleeding/heavy and irregular menstrual flow"). On (B)(6) 2009, the patient experienced nephrolithiasis (seriousness criterion medically significant) with abdominal pain and haematuria. On (B)(6) 2012, the patient experienced flank pain ("left-sided flank pain"). On (B)(6) 2013, the patient experienced the first episode of abdominal pain ("left upper quadrant abdominal pain to the left lower abdomen"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), the second episode of abdominal pain ("abdominal pain"), the second episode of menometrorrhagia ("heavy and irregular menstrual flow/ her menses were heavy following essure, but were much heavier") and nausea ("pelvic pain with nausea"). On (B)(6) 2016, the patient experienced adnexa uteri pain ("left adnexal tenderness"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("menses were associated with cramping and pain/dysmenorrhea"). On an unknown date, the patient experienced migraine ("migraine headaches") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy with removal of the left essure coil) and surgery (tubal ligation with falope rings since only the left essure coil was implanted). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, complication of device insertion, pelvic discomfort, dysfunctional uterine bleeding, vaginal haemorrhage, adnexa uteri pain, dysmenorrhoea, migraine, the last episode of abdominal pain, back pain, nephrolithiasis, flank pain, the last episode of menometrorrhagia and nausea had resolved. The reporter considered adnexa uteri pain, back pain, complication of device insertion, dysfunctional uterine bleeding, dysmenorrhoea, flank pain, migraine, nausea, nephrolithiasis, pelvic discomfort, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain, the first episode of menometrorrhagia, the second episode of abdominal pain and the second episode of menometrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: left essure along the left fallopian tube then no signs of a recently passed left renal calculus. Computerised tomogram pelvis - on (B)(6) 2012: left essure along the left fallopian tube then no signs of a recently passed left renal calculus. Ultrasound scan - on (B)(6) 2016: negative; on an unknown date: no results provided ultrasound scan vagina - on an unknown date: no results provided. Most recent follow-up information incorporated above includes: on 30-apr-2018: new reporters (lawyer); demographic data (36 years old); new adverse events (back pain, potential kidney stones with hematuria and severe and constant left-sided abdominal pain, left-sided flank pain); and imaging exams (CT of pelvis and abdomen). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and nephrolithiasis ('potential kidney stones') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shortening of menstrual cycle, gravida ii and parity 2. Concurrent conditions included general anesthesia (for essure insertion procedure) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced complication of device insertion ("only one essure coil was placed in the left fallopian tube, surgeon was unable to advance the device through the right ostia"). In (B)(6) 2008, the patient experienced pelvic discomfort ("poking¿ sensation in her pelvic area") and the first episode of menometrorrhagia ("heavier menstrual bleeding/heavy and irregular menstrual flow"). On (B)(6) 2009, the patient experienced nephrolithiasis (seriousness criterion medically significant) with abdominal pain and haematuria. On (B)(6) 2012, the patient experienced flank pain ("left-sided flank pain"). On (B)(6) 2013, the patient experienced abdominal pain localised ("left upper quadrant abdominal pain to the left lower abdomen"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain ("abdominal pain"), the second episode of menometrorrhagia ("heavy and irregular menstrual flow/ her menses were heavy following essure, but were much heavier") and nausea ("pelvic pain with nausea"). On (B)(6) 2016, the patient experienced adnexa uteri pain ("left adnexal tenderness"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("menses were associated with cramping and pain/dysmenorrhea"). On an unknown date, the patient experienced migraine ("migraine headaches") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy with removal of the left essure coil and tubal ligation with falope rings since only the left essure coil was implanted). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nephrolithiasis, complication of device insertion, pelvic discomfort, abdominal pain localised, abnormal uterine bleeding, vaginal haemorrhage, adnexa uteri pain, dysmenorrhoea, migraine, abdominal pain, back pain, flank pain, the last episode of menometrorrhagia and nausea had resolved. The reporter considered abdominal pain localised, abnormal uterine bleeding, adnexa uteri pain, back pain, complication of device insertion, dysmenorrhoea, flank pain, migraine, nausea, nephrolithiasis, pelvic discomfort, pelvic pain, vaginal haemorrhage, the first episode of menometrorrhagia, abdominal pain and the second episode of menometrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: results: left essure along the left fallopian tube; on (B)(6) 2012: results: no signs of a recently passed left renal calculus. Computerised tomogram pelvis - on (B)(6) 2012: results: left essure along the left fallopian tube; on (B)(6) 2012: results: no signs of a recently passed left renal calculus. Ultrasound scan - on an unknown date: results: no results provided; on (B)(6) 2016: results: negative. Ultrasound scan vagina - on an unknown date: results: no results provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and nephrolithiasis ('potential kidney stones') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shortening of menstrual cycle, gravida ii and parity 2. Concurrent conditions included general anesthesia (for essure insertion procedure) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced complication of device insertion ("only one essure coil was placed in the left fallopian tube, surgeon was unable to advance the device through the right ostia"). In (B)(6) 2008, the patient experienced pelvic discomfort ("poking¿ sensation in her pelvic area") and the first episode of menometrorrhagia ("heavier menstrual bleeding/heavy and irregular menstrual flow"). On (B)(6) 2009, the patient experienced nephrolithiasis (seriousness criterion medically significant) with abdominal pain and haematuria. On (B)(6) 2012, the patient experienced flank pain ("left-sided flank pain"). On (B)(6) 2013, the patient experienced abdominal pain localised ("left upper quadrant abdominal pain to the left lower abdomen"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain ("abdominal pain"), the second episode of menometrorrhagia ("heavy and irregular menstrual flow/ her menses were heavy following essure, but were much heavier") and nausea ("pelvic pain with nausea"). On (B)(6) 2016, the patient experienced adnexa uteri pain ("left adnexal tenderness"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("menses were associated with cramping and pain/dysmenorrhea"). On an unknown date, the patient experienced migraine ("migraine headaches") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy with removal of the left essure coil and tubal ligation with falope rings since only the left essure coil was implanted). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nephrolithiasis, complication of device insertion, pelvic discomfort, abdominal pain localised, abnormal uterine bleeding, vaginal haemorrhage, adnexa uteri pain, dysmenorrhoea, migraine, abdominal pain, back pain, flank pain, the last episode of menometrorrhagia and nausea had resolved. The reporter considered abdominal pain localised, abnormal uterine bleeding, adnexa uteri pain, back pain, complication of device insertion, dysmenorrhoea, flank pain, migraine, nausea, nephrolithiasis, pelvic discomfort, pelvic pain, vaginal haemorrhage, the first episode of menometrorrhagia, abdominal pain and the second episode of menometrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: results: left essure along the left fallopian tube; on (B)(6) 2012: results: no signs of a recently passed left renal calculus. Computerised tomogram pelvis - on (B)(6) 2012: results: left essure along the left fallopian tube; on (B)(6) 2012: results: no signs of a recently passed left renal calculus. Ultrasound scan - on an unknown date: results: no results provided; on (B)(6) 2016: results: negative. Ultrasound scan vagina - on an unknown date: results: no results provided. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included shortening of menstrual cycle. Concurrent conditions included general anesthesia on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("only one essure coil was placed in the left fallopian tube, surgeon was unable to advance the device through the right ostia"). In (B)(6) 2008, the patient experienced pelvic discomfort ("poking" sensation in her pelvic area") and menometrorrhagia ("heavier menstrual bleeding/heavy and irregular menstrual flow"). On (B)(6) 2013, the patient experienced the first episode of abdominal pain ("upper abdominal pain to the left lower abdomen"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), nausea ("nausea") and the second episode of abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced tenderness ("left adnexal tenderness"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("menses were associated with cramping and pain/dysmenorrhea"). On an unknown date, the patient experienced migraine ("migraine headaches"). The patient was treated with surgery (bilateral salpingectomy with removal of the left essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menometrorrhagia, dysfunctional uterine bleeding, vaginal haemorrhage, tenderness, dysmenorrhoea, migraine,the last episode of abdominal pain and nausea had resolved and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion, dysfunctional uterine bleeding, dysmenorrhoea, menometrorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, tenderness, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: negative; on an unknown date: no results provided. Ultrasound scan vagina - on an unknown date: no results provided. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.